Event description:
Overdelivery reported. The pump was set to infuse morphine sulfate 1mg/ml at a continuous rate 3mg/hr, and the patient dose set at 4mg every 15 minutes with no 4 hour lockout set. The nurse observed that the syringe emptied in four hours with one patient dose administered. Nurse's charting indicates 26.7cc of morphine infused in one pca dose. No intervention was required. The patient expired on 5/25/98 "unrelated to the event", due to the disease process.